Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. The RMA was canceled as the customer reported that the instrument was discarded as it contained biological material and was therefore contaminated. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Review of the provided image was consistent with the allegation of the fragment falling from the jaw. The image shows one side of the jaws detached from the device.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the assistant observed on the monitor that part of the jaw of the harmonic ace instrument had become detached and fallen into the patient's abdominal cavity. The fragment was promptly found and removed. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the instrument was inspected prior to use and there was no apparent damage. The task performed when the fragment fell was dissecting. The surgeon did not know what caused the instrument to break or what caused the fragment to fall. The instrument was in use for 3 hours prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the procedure. The instrument did not collide with any other instrument or hard material during the procedure. The fragment fell during a tip collision. The fragment was retrieved with another robotic gripper right after the event. It was confirmed that all fragments were retrieved by viewing and confirming with the team. There was no additional surgical procedure required to remove the fragment. There were no post-operative tests performed to check for remaining fragments. The patient had not returned due to experiencing any post-surgical complications related to retaining a foreign object. An image was provided for review.